Event description:
Same case as MDR ID# 2134265-2012-05289. It was reported that during a percutaneous coronary intervention procedure a vessel perforation occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex artery. A non bsc buddy guide wire was placed in the first marginal off the circumflex artery. A 300cm pt graphix guide wire was placed in the main lumen of the circumflex artery. A 2.5x24mm promus element plus stent was deployed, and the stent delivery system was successfully removed. However, during removal of the promus element stent delivery system the pt graphix guide wire advanced and a "slight" vessel perforation was noted at the distal circumflex artery. No patient complications occurred, no pericardial effusion was noted. The procedure was completed and no further actions were taken. The patient was satisfactorily discharged and the patient's status is listed as fine.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).